Manufacturer narrative:
E1: event city: (B)(6) event country: ireland name: medtronic minimed country: (B)(6) street: (B)(6) city: (B)(6) state: (B)(6) zip code: (B)(6) based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545

Event description:
It was reported that the patient had hyperglycemia and treated with insulin pen injections on (B)(6) 2026.